Event description:
Information received from a patient reported that their implantable neurostimulator (ins) was removed about a year prior to the date of this report. It was reported that the patient's therapy stopped working at 5 years, leading to the removal of their device. The patient stated that they thought the leads were left in, but they weren't sure. The patient was redirected to their healthcare provider (hcp) to get conformation on what exactly was removed. Indication for use was lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.